Event description:
Healthcare professional reported left side rupture. The implants were removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: striated opening and broken on posterior and radius, broken crease sharp on posterior, creases fold and missing shell. Based on the device analysis the final assessment is: a striated opening and broken on posterior and radius assessed as surgical damage consist in the use of some surgical tool. A broken crease sharp on posterior assessed as fold flaw opening missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.